Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. This 6.0 x 100/80 sterling otw balloon catheter was selected and advanced to treat the target lesion. The balloon ruptured at an unknown pressure. The device was removed from the patient intact. The procedure was continued with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good.